Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported problem. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, an 840 ventilator lost communications. Ventilation was not interrupted. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.